Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including an ars and catheter-over-needle. Visual examination of the components did not reveal any defects or anomalies. The hub of the needle fits snug on the nose of the ars syringe. The hub of the catheter-over-needle was connected to the ars syringe. The needle was submerged in water, and aspiration was replicated. The plunger was then depressed and water exited the bevel of the needle. No leaks were detected during aspiration or purging of the water. The connection between the syringe and the needles was compared with another ars syringe and catheter-over-needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. No differences were detected. A device history record review was performed with no relevant findings. The customer report of an insecure ars syringe/needle connection could not be confirmed by complaint investigation. No anomalies were identified. The returned syringe and catheter-over-needle was able to aspirate and purge water with no leaks being detected. The connection between the needle and the syringe was also compared to another syringe and needle from lab inventory and no differences were detected. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the doctor attempted to insert the catheter according to the IFU. However, the syringe and needle were not combined and could not be used. So , the doctor judged the product to be defective. Since then, other products have been used without any abnormalityifu to insert the cvc.

Manufacturer narrative:
(B)(4).

Event description:
The doctor attempted to insert the catheter according to the IFU. However, the syringe and needle were not combined and could not be used. So , the doctor judged the product to be defective. Since then, other products have been used without any abnormalityifu to insert the cvc.